Event description:
It was reported that patient passed away due to possible sudep. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The physician has reported that the cause of death is suspected to be a seizure during sleep (sudep) and is not related to vns therapy. Vns therapy was noted to be of benefit in the reduction of seizures. The physician notes that the seizures had been under good control in months before death. The patient did have a history of nocturnal seizures. Funeral home reports device was buried with the patient. No other relevant information has been received to date.